Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The user also reported taking ciprofloxacin. Customer care informed the user that impact of taking ciprofloxacin on sensor performance in unknown as it has not been tested with the eversense system. The user was recommended to use their bg meter for treatment decisions while taking the medication and for a few days after completing the treatment, and to call back if additional assistance was required after the completion of the treatment. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.